Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the evaluation, the cause was determined to be a false empty detect at initial drain when the initial drain volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 15:46:46. During night drain cycle one, the patient's ultrafiltration reading was 143ml, indicating the home patient (hp) drained 143ml more than their maximum programmed fill volume of 100ml. No additional information is available.